Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: could you please clarify if any "device misfire" was identified? Yes. Where within the gap setting scale was the orange indicator prior to firing? Towards the middle of the green compression scale. What confirmation was received that the device was fully fired? The breakaway washer was heard audibly. Did the device staple? Yes. Was the staple line complete? Yes. Were there any staples missing from the staple line? Undetermined but possible due to the anastomotic leak intraoperatively. However, no remaining staples were found in the body or visible gap in anastomosis was found. What was the shape of the staples (b-formation, irregular, legs straight)? B-formed/3d. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? Undetermined. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes. How many counter-clockwise revolutions were used to open the device? Undetermined. The knob was turned as many revolutions needed in order to fully extend the device trocar. How was it confirmed that the anvil was free from the tissue prior to removing? It was not free and therefore the surgeon needed to force removal and the anvil popped off the trocar. After firing was the adjusting knob turned ½ to ¾ revolutions? It was turned 3-5 360 degree revolutions. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Who fired the device? Resident. Who removed the device? Surgeon. Was the safety reset prior to removal? Undetermined. What was the users experience with the device? Negative due to intraoperative leak. Could you please clarify if there were any patient consequences? Yes, intraoperative leak and tension placed on anastomosis during device removal. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a lap anterior resection, pressure to attach anvil through thick tissue caused the trocar to retract backward towards staple housing. As a result, surgeon believes the anvil did not properly seat onto trocar, possibly causing a device misfire. Post firing led to device resistance upon removal which caused anvil detachment and tissue damage. This ultimately resulted in an anastomotic leak intraoperatively. It is unknown if the cause of this incident is due to the anvil not attaching properly. The surgery was delayed twenty to forty minutes. Anastomosis needed to be over sewn. Procedure was successfully completed.